Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter was reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began in (B)(6) 2012. After the reported meter issue occurred, it is not clear if the patient tested his blood glucose with a secondary/backup device. The patient¿s testing frequency and diabetes management are not specified and other than diabetes it is not clear if the patient suffers from other health conditions. It is also not known what action(s) the patient took in response to the alleged meter issue. According to the csr¿s documentation, three months after the alleged meter issue began the patient reportedly developed symptoms of dizziness, ¿fainting¿, and was unable to stand. Starting in (B)(6) 2012, the patient reportedly was also hospitalized three times. The reason for hospitalization, the treatment the patient received each time while in the hospital¿s care, the length of the patient¿s hospitalization, and the patient¿s medical diagnosis (each time) prior to her release are not known. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the alleged issue did not occur after recharging the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury and was reportedly hospitalized after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.